Event description:
It was reported that during an unrelated procedure, lead abrasion resulting in insulation damage was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.